Event description:
It was further reported that target lesion 2 was predilatated. Target lesion 3 was treated with t stenting which covered the cx and the origin of the 1st om. Final angiography showed 0% residual stenosis of the stented segments. Per source documents, an ep study prior to discharge was negative. The pt was admitted with exertional chest pain 118 days post index procedure. Left coronary angiography 119 days post index procedure revealed tubular 95% stenosis of the proximal cx at the trifurcation of t hree previously placed stents which may have represented an area of gap stenosis. There was also moderate in-stent restenosis of the previously placed 1st om stent. The proximal cx was treated with balloon angioplasty and placement of a 3.5x18mm cypher stent, reducing the stenosis to 0%. The pt was discharged on continued asa and plavix therapy.

Event description:
Clinical study. It was reported that 119 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the proximal circumflex artery (cx). The index procedure treated three target lesions. Target lesion 1 was a 3.0 mm vessel diameter, 95% stenosed region of the 1st obtuse marginal artery (om). The lesion was 20.0 mm in length and had mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.00x20 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment with a residual stenosis of 0%. Target lesion 2 was a 3.5 mm vessel diameter, 85% stenosed region of the proximal cx. The lesion was 8.0 mm in length and had moderate calcification. The phyician direct stented the lesion with one taxus express2 8.8% 3.5x8 mm drug eluting stent without complication. This drug eluting stent overlapped the one from target lesion 3 by 1.0 mm. Target lesion 3 was a 3.5 mm vessel diameter, 80% stenosed region of the distal cx. The lesion was 12.0 mm in length and had moderate calcifcation. The physician direct stented the lesion with one taxus express2 8.8% 3.5x12 mm drug eluting stent without complication. The pt was discharged from the hosp 2 days post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the proximal cx 119 days post index procedure. During the intervention the physician placed one johnson & johnson cypher stent into the target vessel. In the opinion of the physician there was an unk relationship to the taxus stent. The pt was discharged 1 day post tvr in satisfactory/good condition.